Event description:
It was reported that a user who had not used the ilet for about a year reinitiated therapy with a new dexcom g7 sensor, cartridge, inset infusion set, and connector adapter, after which the system displayed a high glucose reading and the user experienced hyperglycemia for approximately three hours before trending down with monitoring and a complete supply change. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer education and troubleshooting regarding system setup, infusion set and cartridge replacement, and reconnection to therapy. Investigation of this case revealed no device alarms and no device malfunction observed during setup, with the event consistent with transient hyperglycemia of unclear cause during reinitiation of pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.